Manufacturer narrative:
H11: the device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
B3/d10: event date: the event potentially occurred between (B)(6) 2025- (B)(6) 2025. D4: unique device identifier (UDI) # is based on the di information as no lot number was provided by the reporter. E1: initial reporter phone no.: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of total parenteral nutrition (tpn) bags leaked from an unspecified location. The issue was further described as "busted". This was observed prior to use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.